Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system was not booting up properly. The complaint has been reviewed and it has been determined that no harm or allegation of harm was reported. The customer requested a suite pc for replacement which has been delivered and no onsite/remote service was requested. To date, no further information was received. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not booting up properly. No harm was reported to philips. Philips has started an investigation of this complaint.